Manufacturer narrative:
Investigation summary: the DHR review process was not able to perform due to the lot number was unknown. Visual evaluation: it was confirmed the missing label on the base. No adhesive glue stains were observed. As part of this investigation a review of customer complaint records was performed; according with the cc¿s records, one additional complaint was received through the last twelve months for the same part number and issue. Due to this failure mode was already known and detected like an improvement opportunity, an automatic device intended to detect missing label as well to reject the pieces out of the conveyor it was installed in order to avoid or reduce the recurrences. Additionally, manufacturing process instructions (mpi) was updated and all personnel involve were trained in this improvement, the implementation was completed since (B)(6) 2018. However, the lot number it was not provided to determine if this issue came up before or after improvement action implementation. Conclusion: based on this investigation it was determined the root cause like a failure mode related to the manufacturing process. Also, due this failure mode was already known, an improvement action had already been implemented (automatic device to detect the lack of labels) was installed to reject the pieces without label before the pieces arrived at last inspection (visually inspection). Additionally, the 100% visual inspection is being performed in order to have a double check within the process. All the complaint information was captured also for tracking and trending purposes.

Event description:
It was reported that the sharps coll 1.5qt red experienced missing label information. The following information was provided by the initial reporter: label was missing when opening the package.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that the sharps coll 1.5qt red experienced missing label information. The following information was provided by the initial reporter: label was missing when opening the package.